Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s husband reported inaccuracies between the ilet with dexcom g6 continuous glucose monitor (cgm) and fingerstick readings. Ilet showed 350 mg/dl while fingerstick was 190 mg/dl, then ilet 340 mg/dl versus fingerstick 262 mg/dl. The agent had the user manually enter the 262 mg/dl value to calibrate the ilet. The user felt well, and monitoring was advised. Follow-up on (B)(6) 2025 confirmed bg decreased to 167 mg/dl. The highest blood glucose (bg) recorded was 350 mg/dl and lowest confirmed fingerstick was 190 mg/dl. Bg was corrected by manual calibration. No symptoms, outside assistance, or medical intervention were required or reported at the time of call.